Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
The customer reported the surgeon indicated the white fibers were found while sealing the wound which were removed immediately during the same procedure. There was no harm to the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fibers were observed in the eye after doing irrigation/aspiration during a procedure. There is no known harm to the patient. This is one of two cases reported from this facility.